Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon detachment could not be confirmed on the return; however, it is likely that the account reported a catheter separation which was confirmed on the return. It should be noted that the nc trek instructions for use instructs the user to prepare the catheter for use prior to advancing into the anatomy. Based on the visual/functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Six returned sterile devices were tested and there was no indication of deficiency. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with additional information.

Event description:
It was reported that during a left anterior descending (lad) coronary artery intervention, pre-dilatation was performed without issue and an unspecified abbott stent was placed successfully. A 4.0x8mm nc trek dilatation catheter (dl) was then advanced without resistance to the recently implanted stent. Negative was pulled and blood was noted in the indeflator. The dl was removed without resistance. Once outside the anatomy, the balloon was noted to be missing from the shaft. The physician attempted to remove the balloon by snare unsuccessfully. All the devices were removed from the patients anatomy, as a single unit, and the missing portion, the balloon, was found within the guide catheter. The patient was re-wired with all new devices and another nc trek post-dilated the implanted stent. There were no adverse patient effects. There was no additional information provided.